Event description:
Healthcare professional reported left side exchange from textured to smooth due to recall. Healthcare professional later reported "implants were textured and ruptured." The device has been explanted.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to recall. Healthcare professional later reported "implants were textured and ruptured." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo device evaluation: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured implant exchange.